Manufacturer narrative:
Review of manufacturing and sterilization records did not identify any pre-existing anomaly or non-conformity that could have contributed to reported issue. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2025 due to glenoid components failure. Previous surgery was performed on (B)(6) 2023 when the original assembly, consisting of smr humeral components coupled with zimmerbiomet vrs custom glenoid, was implanted. During revision the surgeon removed the failed glenoid components, and replaced the smr reverse humeral body (pn 1352.15.010, lot 2222575, sterilization, (B)(4) and smr reverse liner +6 mm (pn 1360.50.820, lot 19at06n, sterilization (B)(4)) with adaptor taper neutral (pn 1330.15.270), humeral body trauma long (pn 1350.15.020) and cta head dia54mm (pn 1323.09.540) to convert the reverse prosthesis to an anatomic configuration. Surgery was completed as intended. Patient is male, date of birth (B)(6) 1954. The event occurred in the united states.